Manufacturer narrative:
The suspect device has not been returned for evaluation but a vyaire field service representative(fsr) evaluated the device onsite. Vyaire tech support found out that there is no o2 two point cal performed in the last 2 months. The fsr updated software to latest version, patch 21 and run all calibrations, base test and vent performance test. Unit passed according to factory specs. Result of investigation: the root cause was determined due to no o2 supply connected to the machine while using a setting higher than 21%.

Event description:
The customer reported bellavista1000e us giving alarm 271 - "o2 supply fail - no o2 dosing possible while on a patient. Furthermore, there was no patient harm reported associated with the event.